Event description:
It was reported that after prepping the penta, it was loaded onto an unknown guide wire and advanced. Prior to entering the guide catheter, resistance was met. When attempting to overcome the resistance, the tip of the stent delivery system separated from the shaft and was left on the guide wire. The tip and the stent delivery system were removed and not used. There was no patient injury reported.